Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of cloudy effluent. The cause of the event was not reported. It was not reported that the patient was hospitalized. One day after the event onset, the patient was treated with ceftazidime (1gm/once daily /intraperitoneally/ongoing) and vancomycin (1gm/every 3 days/ intraperitoneally/ongoing) for suspected peritonitis. At the time of this report, the patient was recovering from cloudy effluent. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.